Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece had no phacoemulsification power during a surgical procedure. The handpiece was exchanged to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Additional information is provided. The phaco handpiece was manufactured on august 1, 2011. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively the manufacturer internal reference number is: (B)(4).